Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that despite the concern of insulation damage with the atrial lead, no further action would be taken at this time.

Manufacturer narrative:
The field representative was contacted to determine if a lead revision will be scheduled. No further information is available at this time. If additional information becomes available, this report will be updated accordingly.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was scheduled for an early follow-up appointment due to the recently communicated advisory involving intermittent oversensing of the minute ventilation signal. Upon evaluating the pacemaker, the events history showed many oversensing events. The minute ventilation feature was programmed off. Analysis of the device data has been requested of technical services to confirm if the events were related to the device sensing the minute ventilation signal. The patient is pacemaker dependent and has reported experiencing syncopal episodes. Boston scientific technical services (ts) reviewed data from the device. There appeared to be a large amount of ventricular tachycardia (vt) events starting in (B)(6) 2018. Multiple episodes showed evidence of minute ventilation (mv) oversensing on the right ventricular (rv) channel. The patient's intrinsic rate can be observed through the mv oversensing at less than 50 bpm. At least one episode showed some pacing inhibition for a brief timeframe. Ts explained for this to be oversensed, there has to be a high impedance situation. In the past year, a value of 1215 ohms was recorded in early (B)(6) 2017. Ts discussed options of monitoring the rv pacing impedance measurements for any abrupt changes. If observed, reprogramming the lead to bipolar sense and unipolar pace could be an option. Ts also noted that the right atrial (ra) lead was already split with unipolar pacing and bipolar sensing. The impedances are still low in the 200 ohm range despite this unipolar programming. There is evidence of atrial oversensing and false atrial tachy response (atr) episodes due to the oversensing. This suggests there may be an insulation problem with the lead. All products remain in service at this time.